Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo distal right coronary artery that was 100% stenosed. Pre-dilatation was performed with a semi-compliant balloon. A 2.75x48mm xience xpedition stent was deployed at 16 atmospheres. Fluoroscopy after stenting showed a dissection at the distal end of the stent. The dissection was successfully covered by another xience xpedition stent. There was no adverse patient sequela reported. No additional information was provided.